Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received confirmed the device was reprogrammed as a resolution until lead revision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, failure to sense and noise resulting in far p oversensing were noted on the right atrial (ra) lead. The physiologist suspects that the sensing issues could be due to functional loss of capture. No intervention has been performed at this time. The patient was stable and will continue to be monitored.